Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to a 20f and the evar procedure was completed. Reportedly, the sutures of the two successfully pre-placed proglide devices was not enough to achieve hemostasis; therefore, a third proglide device was attempted but the guide wire was not able to be advanced through the proglide device. A fourth proglide device was able to pass through the guide wire without any problem. Hemostasis was achieved with the sutures of the first, second and fourth proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert the guide wire was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.